Event description:
58 year old male patient treated first with impella cp and then impella 5.5 due to acute myocardial infarction. Patient had chest pain and was diagnosed as st elevation myocardial infarction in hospital. Percutaneous coronary intervention not possible with no additional flow, therefore impella cp placement in the right femoral artery. First day of support hematoma was noted overnight requiring turning off heparin - coded for hematoma, serious injury as well as delay to treatment. Urine red last night and p level reduced to p level 6 and urine clear tured out clear. Day two of impella cp support, discrepancy between automated impella controller and non-invasive blood pressure noted- non-invasive blood pressure is giving higher values than automated impella controller. Patient was escalated to impella 5.5 support. Overnight patient became hypotensive and required additional medication and device repositioning. Day two of impella 5.5 support multiple suction alarms were noted and causing a need to reduce flow. As impella flow reduced blood pressure has decreased and patient is requiring increasing medication. There was a hemoglobin drop and patient received one unit of packed red blood cells pericardial effusion was noted and pericardiocentesis performed in the catheter laboratory - coded for cardiac tamponade and surgical intervention. Patient successfully bridged to durable left ventricular assist device after 29 days of support, which is beyond the recommended time in the instructions for use. Impella support was continued beyond the recommended 14 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event. If hemolysis occurs during impella support, the mechanical damage to red blood cells and their fragmentation can lead to a decline in hemoglobin levels and may result in the need for blood transfusion. During impella cp support, the patient experienced a placement signal issue. In 10/26 patient update notes clinical stated that there was a discrepancy between aic and non-invasive bp, with the latter reading higher than the aic. There was no patient consequence, as no medical intervention was required and the non-invasive bp was readily used for reference.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added: d3. Corrected: d4 (serial). Access site adverse event/hematoma: the cause of the asae cannot be determined since insufficient clinical details were provided. Hemolysis/mechanical interaction with blood: no logs were returned. The cause of the miwb cannot be determined since no product or data logs were returned and insufficient clinical details were provided. Placement signal issue: no logs were returned. The cause of the placement signal issue cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial report in error.